Manufacturer narrative:
The referenced device will not be returned for evaluation as the user facility discarded the device following the procedure. The cause of the reported event could not be determined. However, based similar reported events related to the device, the most probable cause of the reported event could be attributed to the operator¿s technique. The instruction manual warns the user in an attempt to reduce the risk of injury, ¿impact, fall, shock, or similar stress can result in damages of the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries of the patient and/or user. Do not use the instrument if damaged.¿

Event description:
Olympus was informed that near the end of a cystoscopy procedure, the tip of the device broke off and fell inside the patient¿s bladder. No pieces of broken tip remained inside the patient as the broken tip was retrieved from the patient using grasping forceps. The procedure was completed using a different device. There was no patient injury reported. To date, the patient has no known complications. In addition, the user facility reported no other instruments were replaced. The device was inspected prior to procedure with no anomalies observed.